Event description:
It was reported "the end of the snare snapped" resulted in detachment of a piece of metal in the large bowel during a polypectomy procedure. At this time, no other details surrounding the circumstance of this event are available from the company's international subsidiary. Upon receipt of additional details, a supplement will be forwarded at that time. Availability of the device is not known at this time. Without additional details, the company's unable to determine the cause of this at this time.